Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: instrument, surgical,orthopedic.

Event description:
Viper 2x25 set screw inserter and insert for the set screw inserter broke inside the patient. All pieces were accounted for.

Event description:
Viper 2x25 set screw inserter and insert for the set screw inserter broke inside the patient. All pieces were accounted for.